Event description:
It was reported that a site's handheld device would not hold a charge. The device would only work if it was plugged in. The site indicated that whenever they unplug the device then plug it back in to charge it, it takes a long time before it works again and it has to be reset. A new programming system was sent to the site and the old handheld device has been returned for product analysis however device evaluation has not been completed.